Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by abdominal pain and nausea. The break in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. The peritonitis was treated with cefepime 2gm ip daily for 21 days and the patient was retraining in proper aseptic technique. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.